Event description:
It was reported that a replacement surgery has been scheduled for the patient due to his inflatable penile prosthesis (ipp) is not performing as expected. No additional information was reported.

Manufacturer narrative:
The specific event date was not available, therefore the date (B)(6) 2023 was used as estimate.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working due to a pump mechanical issue. Upon explant it was noted that the pump was staying flat and there was no fluid in the reservoir. All components were removed and replaced. After the procedure, the patient experienced pain, discomfort and swelling in the right testicle. After a medical inspection, a hydrocele in the right testicle was noted; therefore, the patient was treated with anti-inflammatory medication. Three months later, a hydrocelectomy was performed.

Manufacturer narrative:
The specific event date was not available, therefore the date 12/23/2022 was used as estimate.

Manufacturer narrative:
The specific event date was not available, therefore the date (B)(6) 2022 was used as estimate. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. Both cylinders were visually inspected, leak and pressure tested. No damage or abnormalities were noted, no leaks were identified in the cylinders. The pump was visually inspected, leak and functionally tested. No visual damage or abnormalities were noted, no leaks were identified; however, the pump did not pass functional test. The reservoir was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the reservoir. The reported patient symptoms of pain, discomfort and swelling are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observation of pump mechanical issue and pump staying flat; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working due to a pump mechanical issue. Upon explant it was noted that the pump was staying flat and there was no fluid in the reservoir, due to a hole in the same component. All components were removed and replaced. After the procedure, the patient experienced pain, discomfort and swelling in the right testicle. After a medical inspection, a hydrocele in the right testicle was noted; therefore, the patient was treated with anti-inflammatory medication. Three months later, a hydrocelectomy was performed.